Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10 a manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record was opened to address the reported event. The field service engineer performed an on-site assessment and was unable to confirm or replicate the reported event. As a preventative measure, the field service engineer replaced aberrometer, then found the system to meet company specifications per service test procedure. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number (B)(4).

Event description:
A healthcare professional reported an issue with the system, specifically an inability to take readings in one of the patient's eyes during surgery.